Manufacturer narrative:
The suspect device was returned to the manufacturer for evaluation and is currently being analyzed. A supplemental report will be submitted when the manufacturer's investigation is completed. No further information is available at this time.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad office assistant reported that the patient was experiencing frequent power spikes and complained of dizziness. A malfunction with the power module was suspected which caused power surges resulting in damage to two of the patient's system controllers. The power module was reportedly also making a clicking audible sound. The hospital exchanged the suspect power module and damaged system controllers and the patient remains ongoing on lvad support without any further issue.